Event description:
It was reported that: manta deployed, vessel continue to bleed, advanced lat to compress collagen. Physician noted bleeding has stopped. Later imaging showed collagen in vessel. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain a single, central positioned access in the left common femoral artery. Vessel size was 8mm with mild calcification and no tortuosity. There were no issues advancing or withdrawing the procedure sheaths. Act was 319 prior to closure. Heparin was administered during the procedure. Post procedure an angiogram showed an occlusion, the surgeon went up and over and inflated a balloon. Another angiogram was taken and showed the collagen in the vessel. A surgical cutdown was performed and the manta was explanted. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was 8mm, with mild distal calcification, posterior wall calcification, and clear from tortuosity. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Following the tavr procedure, activated clotting time (act) was 319, heparin was administered, and the 18f manta device was deployed to the measured depth in the left common femoral artery. Following the deployment, bleeding continued, and the physician advanced the blue lock advancement tube to compact the collagen a second time. The bleeding ceased, and the physician went up and over, for the post-procedure angiogram which indicated the collagen located in the vessel occluding flow. Balloon angioplasty was applied re-establishing flow. An alternate angiogram taken revealed a narrowing of the vessel and the collagen was pressed against the vessel wall. The physician performed a surgical cut-down and explanted the manta device. Blood flow was restored, and the patient outcome post-procedure is fine. The cause of the occlusion is potentially due to user error. Following deployment bleeding continued and the physician re-advanced the blue lock advancement tube. The IFU in step 5: deploy device and seal puncture state if pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis. The manta instructions for use precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention.

Manufacturer narrative:
(B)(4) an investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta deployed, vessel continue to bleed, advanced lat to compress collagen. Physician noted bleeding has stopped. Later imaging showed collagen in vessel. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain a single, central positioned access in the left common femoral artery. Vessel size was 8mm with mild calcification and no tortuosity. There were no issues advancing or withdrawing the procedure sheaths. Act was 319 prior to closure. Heparin was administered during the procedure. Post procedure an angiogram showed an occlusion, the surgeon went up and over and inflated a balloon. Another angiogram was taken and showed the collagen in the vessel. A surgical cutdown was performed and the manta was explanted. The patient was reported as fine post the procedure.